Event description:
It was reported to boston scientific corporation in early 2008 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure in a female patient (weight unknown) the same day. According to the complainant, the physician "the tip of the jagwire broke inside the biliary duct." There were no patient complications reported as a result of this event, and the patient's condition was reported as "stable" following the procedure.

Manufacturer narrative:
Visual examination of the returned device confirmed that a portion of the pebax coating was missing from the wire. The cause of the damage could not be determined. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.